Event description:
A bipap a30 device was returned to a third-party service center for service. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device log files were successfully downloaded and reviewed in full. A ¿ventilator inoperative¿ error associated with a defective eeprom was identified. Replacement of the printed circuit assembly (pca) was required to resolve the issue. No additional critical errors were observed. An error preventing the device from writing to the event log was also noted. No evidence of foam particles or foam degradation was identified during the evaluation. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.